Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy & uncontrollable bleeding") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "pt did not undergo essure confirmation test.". The patient's medical history included allergic rhinitis and endometrial ablation. Previously administered products included for an unreported indication: ortho-cyclen and micronor. Concurrent conditions included breast neoplasm, neuralgia, uterine bleeding and anemia. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia (seriousness criterion hospitalization), allergy to metals ("nickel allergy") and abdominal pain lower ("pain in lower abdomen "). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), endometriosis ("endometriosis"), cervicitis ("mild chronic cervicitis"), adnexa uteri cyst ("paratubal cyst"), abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was hospitalized for 2 days. The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, pelvic pain, allergy to metals, fatigue, endometriosis, cervicitis, adnexa uteri cyst, abdominal pain lower and genital haemorrhage outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, allergy to metals, cervicitis, endometriosis, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Previously date of insertion reported as (B)(6)2011. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia,endometriosis, paratubal cysts, chronic cervicitis, nickel allergy most recent follow-up information incorporated above includes: on (B)(6)2019: pfs & mr received. Reporter¿s information added. Patient¿s information added. Date of insertion was updated. Abnormal bleeding (vaginal, menorrhagia), nickel allergy, fatigue, perforation (uterus), endometriosis; mild chronic cervicitis; paratubal cyst, abdominal pain, abdominal pain lower, pt did not undergo essure confirmation test.,heavy & uncontrollable bleeding.updated outcome of events. Updated onset date of events. Historical condition, historical drug, concomitant condition were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.